Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and contains a possible fracture. The high voltage portion of the lead remains in service. A new pace-sense lead was implanted. No patient complications have been reported as a result of this event.